Event description:
The customer contacted beckman coulter, inc. (Bci) to report that their unicel dxc 600i synchron access clinical system obtained a large number of erroneously low chloride (cl) results and an intermittent and random drift on calcium (calc) results. The erroneous cl results were reported outside of the lab. The customer stated that there were no changes to pt treatment as a result of this event. There were no reports of death or serious injury related to this event. No erroneous calc results were provided by the customer. The ion selective electrode (ise) system was recalibrated and eleven samples with low cl were re-run. The results were higher and amended reports were issued. The morning of the event, the ise system was calibrated and a quality control (qc) was rerun. The qc recovered within the lab¿s established ranges.

Manufacturer narrative:
Service was not requested. The customer evaluated the unit while on the telephone with bci customer service. The customer replaced cl and the calc electrode tips. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for additional reportable events.